Event description:
It was reported after the catheter was inserted in the intensive care unit, the catheter was easily blocked. There was no patient death or complications reported

Manufacturer narrative:
(B)(4). Device will not be returned for eval.